Event description:
N/a

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported partial clip movement. The recurrent mitral regurgitation (mr) appears to be related to the partial clip movement. The fatigue appears to be a cascading effect of the mr. Mr and fatigue are listed in the instructions for use as known possible complications associated with mitraclip procedures. Lastly, the reported hospitalization and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report partial clip movement, recurrent mitral regurgitation, and medical intervention it was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. On (B)(6) 2021, one clip was successfully deployed, reducing mr to 1. On (B)(6) 2021, the patient returned for a follow-up and was fatigued. Imaging showed the clip remained on both leaflets, but was moving more than usual and mr increased to 4. On (B)(6) 2021, the patient was re-admitted and underwent a second a mitraclip procedure. Two additional clips were implanted, reducing mr to 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.